Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Broken/cracked tubing, broken tubing. Complaint of " left front frame is broken" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Broken/cracked tubing, broken tubing. Dealer states that the user reported to him the left front frame is broken.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the user reported to him the left front frame is broken.